Event description:
Customer stated that they had a bravo ph procedure which failed to attach. The patient had some respiratory issue and a pulmonary specialist checked for possible aspiration of capsule. They found the missing capsule did not go into the lung, it was in the stomach. The patient was not injured following the procedure.